Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at the office and reported that the cgm reading was reaching below 55 mg/dl and at that moment the patient ate some fruit. Soon after the patient started to sweat and felt weak, then went to the bathroom. She was later found by a co-worker in the bathroom as she had suddenly lost consciousness. An ambulance was called, and the patient remembered that she was given intravenous treatment with fluids and glucose. When a fingerstick was done the blood glucose reading was 24 mg/dl, but no cgm reading from this moment was reported. The patient did not go to the hospital and when the paramedics left the blood glucose reading was 144 mg/dl, but again, no cgm reading from this moment was reported. At an unknown point during the event, the cgm reading was 69 mg/dl, and the blood glucose reading was 93 mg/dl. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.